Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the pump showed that no cassette was attached and the cassette was not emptied as it should have. Patient reported being extremely tired. No patient injury reported.

Manufacturer narrative:
Other text: d3, g1, g2 email address: regulatory.responses@icumed.com. H6 evaluation result and evaluation conclusion codes., corrected data: h10: no lot number was provided; therefore, a history record review could not be conducted. H6: health effects, result and conclusion codes.